Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control performed a clinical review and determined that there is unknown contribution of the device to the reported event. There is insufficient data within the file to determine the impact of the device use. There is no code-stat file available for review.

Event description:
The customer contacted physio-control to report that their device turned off after delivering initial defibrillation therapy to a patient. In this state the device would not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Event description:
The customer contacted physio-control to report that their device turned off after delivering initial defibrillation therapy to a patient. In this state the device would not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The initial submission stated the following in h11: it was reported that the device powered off during use. The device was evaluated by the stryker service depot in (B)(4). The reported issue was duplicated. The device is unable to startup and tries to boot up multiple times then turns off. Occasionally the device does boot up but turns off after a while. It was observed that the service led was illuminated. They isolated the cause of the reported issue to the system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified. The initial submission should read: it was reported that the device powered off during use. The device was evaluated by the stryker service depot in (B)(4). The reported issue was duplicated. The device is unable to startup and tries to boot up multiple times then turns off. Occasionally the device does boot up but turns off after a while. It was observed that the service led was illuminated. They isolated the cause of the reported issue to the system pcb assembly. The customer has received a loaner until a permanent solution for this complaint is identified. The device has been returned for repair. Physio-control further evaluated the customers device and a loose connection on pcb-mounted jack connector, j9 of the system pcba was determined to be the cause of the reported issue.